Manufacturer narrative:
(B)(6). (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rotatable small oval med stiff snare was used in the colon during a polypectomy procedure performed on (B)(6) 2020. According to the complainant, during the procedure and inside the patient, when the device was used for polypectomy, it was unable to energize. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a rotatable small oval med stiff snare was used in the colon during a polypectomy procedure performed on (B)(6) 2020. According to the complainant, during the procedure and inside the patient, when the device was used for polypectomy, it was unable to energize. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: the initial reporter's address is (B)(6). Block h6: problem code 1211 captures the reportable event of device failure to deliver energy. Block h10: investigation results a rotatable snare was received for analysis. Visual inspection of the returned device revealed that it did not had any visual defect.the device was able to extend and retract within specifications and passed continuity test since device electrical resistance was 12.5 ohms, less than 20 ohms according to specifications. A risk review of the rotatable snare was completed using the rotatable snare risk analysis workbook and confirmed that the event of "device failure to deliver energy" was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the event description, it was reported that "when the device was used for polypectomy, it was unable to energize. It was judged as a defective device." During the product analysis, no issues were detected in the device. Additionally, as per label review, there is no evidence that the device was used in a manner inconsistent with the labelled indications. Therefore, the most probable root cause classification is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.